Manufacturer narrative:
No conclusion code available. Final analysis found the reported premature battery depletion was confirmed in the laboratory. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The device was tested on the bench and no anomalies were found. The original battery was returned to the vendor for further evaluation and the report was inconclusive. The cause of the premature battery depletion could not be determined.

Event description:
It was reported the patient presented to the hospital to address receiving a vibratory alert. Review of the session record indicated the device longevity had rapidly declined to elective replacement indicator earlier than expected. There was no change in the amount of pacing or outputs since then. The device was explanted and replaced. The patient condition was stable after the replacement.